Manufacturer narrative:
The valve received has no pre-existing defects. In general, it still presents it self in discrete conditions (sec.proc.850-08ip200) . There are some traces of blood. The height of each leaflet has been verified by means the specific tool (i.e. Vqd50-q1862), and it resulted in conformity. Based on the available information, it is not possible to establish a definitive root cause for the reported event. However, per the document review performed and the visual inspection , no manufacturing deficiencies were identified and the height of the leaflets are in conformity. The manufacturer attempted to follow up on the reported event but no further information has been received to date. As no further investigation is possible at this time, the manufacturer will proceed with the case closure at this time. Should further information be received, the case will be reopened and further actions may be taken as applicable.

Event description:
See intial report.

Event description:
On (B)(6) 2021, a perceval valve pvs21 was attempted to be implanted. After the valve implant, on the echo a large central aortic insufficiency was observed. After opening back up, it was noted that the valve looked well positioned but one of the leaflets appeared shorter than the other two and would not coapt. An inspiris valve was sewn in at that point instead. This event added approximately 60 mins of bypass.